Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).

Event description:
According to the reporter: the patient alleged injury. She has experienced pain, recurrence of the original problem, erosion of vaginal tissue and mesh erosion.